Event description:
Patient had peripheral procedure for at 80-90% right common iliac artery stenosis. An 8 fr angio-seal was deployed with bleeding noted at right groin site. C-clamp applied. Patient returned to lab three days later for recurrent claudication of the right lower extremity. The decision was made to try and treat the angio-seal plug with an atherectomy device using a contralateral approach. The angio-seal device expanded easily and three (3) inflations were performed. Final angiography revealed continued evidence of the angio-seal device in the lumen. Two days later the patient was taken to or to repair a pseudoaneurysm, angio-seal plug was retrieved, and neurolysis of the right common femoral artery.